Event description:
Customer reported that due to her meter not "functioning correctly" she began to experience symptoms such as cold sweats, incoherency, and then lost consciousness. She received a meter reading of 108 mg/dl from her precision xtra blood glucose meter, which was lower that she felt. She did not seek third party medical intervention and no diagnosis is documented. The report states that the customer drank chocolate milk and orange juice to counteract the medical event. There was no report of death or mistreatment in this case.

Manufacturer narrative:
The customer's meter has been returned and an investigation has determined the complaint was not confirmed and no new issues were observed. All results were within range specifications and no errors were observed during control solution testing.